Event description:
The pt suffered from otosclerosis, which is a condition of the middle ear that causes progressive hearing loss. The pt attended hospital and underwent the stapedotomy procedure to their left ear which was performed by dr. The procedure was performed using a "ultra pulse encore." As a result of the stapedotomy, the pt claims to have suffered the following injuries: permanent loss of hearing in the left ear; inflammation of the inner ear; nausea; vomiting; permanent and severe vertigo; tinnitus; numbness on their tongue; nightmares; emotional distress and; such further particulars of injuries yet to be determined.